Event description:
The manufacturer received information from a customer that the trilogy evo o2 device needed to have annual maintenance performed on it. There was no serious patient harm or injury that occurred or was reported. The trilogy evo o2 was returned and evaluated by philips engineer. The device evaluation found an issue with the active exhalation control module (or proportional) valve and three-way (3-way) solenoid valve for this device. The philips engineer replaced the aecm and 3-way solenoid valves to address the issue.